Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilation procedure on a female patient (patient age and weight unknown). According to the complainant, during the procedure, the balloon burst upon inflation, on the way to 13.5mm of an anastonomic stricture. No part of the device detached inside of the patient. The procedure was aborted at that time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual analysis of the returned device revealed that the balloon was torn and removed from the catheter shaft. The cause of the event is unknown.